Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. Prior to arrival, the patient was already in cardiac arrest and this device did not cause or contribute to the cardiac arrest, nor did it prevent life saving treatment. The crew reports the monitor would not obtain a capnography/etco2 reading. The capnography/etco2 line was replaced with no success. The patient was transported to the hospital.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. Prior to arrival, the patient was already in cardiac arrest and this device did not cause or contribute to the cardiac arrest, nor did it prevent life saving treatment. The crew reports the monitor would not obtain a capnography/etco2 reading. The capnography/etco2 line was replaced with no success. The patient was transported to the hospital.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. Prior to arrival, the patient was already in cardiac arrest and this device did not cause or contribute to the cardiac arrest, nor did it prevent life saving treatment. The crew reports the monitor would not obtain a capnography/etco2 reading. The capnography/etco2 line was replaced with no success. The patient was transported to the hospital. A philips authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty etco2 module. A philips clinician reviewed the event file and found that the device never successfully measured an etco2 value during the event. The clinician found 116 instances of users selecting/activating the etco2 function ¿etco2 on¿, accompanied by ¿etco2 off¿ indications from the device in 30 seconds or less. There were 8 instances of ¿co2 unplugged¿ following ¿etco2 off¿ messages. At (elapsed time) et 00:25:22 to 00:25:24, the device turned off/on. At et 01:02:21, the case ended by the device being turned off. The fse replaced the etco2 module. The device passed all performance assurance tests and was placed back into use with the customer.